Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 104 mg/dl. Customer also reported that they are not seeing all the pixies on the screen and that the top line is missing. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with currents within specification and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with missing segments/partial display due to a cracked zebra connector, as well as minor scratches on the lcd window, a crack near the display window corners, and a cracked reservoir tube lip.